Manufacturer narrative:
H3 other text : availability of suspect product unknown.

Event description:
On 25mar2024, an eye care professional (ecp) called to report a patient (pt) was diagnosed with a central corneal ulcer with hypopyon within 24 hours of placing an acuvue® oasys® bandage lens on the pt's right eye (od) for "severe dry eye" on 20mar2024. The eye was cultured and was positive for pseudomonas. The pt had previously used the bandage lens with no issues noted. The ecp could not provide the lot number or treatment information at the time of the call, but agreed to follow-up. Attempts were made to contact the ecp via phone and email for additional medical and complaint information on 28mar2024 and 05apr2024 with no success. No additional information has been received. No additional information is expected. The suspect od lot number is unknown. Availability of the od suspect cl is unknown. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.